Event description:
It was reported that stent damage occurred. After a guidewire crossed the lesion, plain old balloon angioplasty was performed using a 2.0mm balloon catheter. Dilation was performed again using a 3.0mm balloon catheter but the balloon ruptured. A 4.00x12mm synergy¿ drug-eluting stent was then advanced but failed to cross the lesion. Slight resistance was encountered. When the device was removed from the patient's body, it was noticed that the distal edge portion of the stent was lifted. The procedure was completed with a non-bsc stent. No patient complications were reported.